Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 47 mg/dl. The customer was treated for the low blood glucose by eating cake. The customer declined troubleshooting the issue. The customer called in about a broken belt clip and requested a new one to be shipped to them. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.